Event description:
According to the rptr, a pt underwent a procedure to attach detach electrodes. Dr. Used duraseal in the pt to aid the ease of removal and the pt developed an infection 24 hrs post op. Pt was treated with antibiotics and recovered from the infection.

Manufacturer narrative:
Pt was treated with antibiotics and recovered from the infection. Bench top testing has shown that duraseal does not support microbial growth.